Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that a dissection occurred. The procedure was cancelled. During an atrial fibrillation ablation procedure, a versacross large access solution kit was selected for use. After gaining femoral vein access and perclose a non-boston scientific x2 j-wire guidewire inserted into inferior vena cava (ivc). The versacross sheath was attempted to be inserted with resistance. The guidewire was removed with resistance. An angiogram showed dissection of inferior vena cava (ivc). There were no medical/surgical interventions reported. The patient is expected to fully recover. Patient was discharged with no further complications. The device is not expected to be returned for analysis (disposed). The physician did not feel it was caused by any device used in the procedure. No perforation and no further treatment were reported.